Event description:
An embolic coiling procedure was performed april 2002 to treat an intracranial aneurysm. The co initially received notification on 4/10/02 which came from a request to return the product due to "multifire". This results when more than one detachment cycle is attempted/needed for coil to separate from the device positioning unit (dpu). Co received additional information on april 23, 2002, when the co received the product complaint form. The information received was that fifteen (15) attempts were made to detach a coil in an anterior communicating artery utilizing two different dob's (detachment control box). This failed and the coil was withdrawn from the aneurysm. Although another micrus platinum microcoil system of the same size could be placed, it had to be withdrawn due to a spasm of the distal a1. It was reported that the fault light often lit up. It was stated on the form that they believed that there was a link between the spasm and the difficult-detachment of the coil. The information also stated that the patient was monitored in intensive care for three (3) days and the physician believes it was due to the long-process detachment of the coil. Patient is now fine. The co's device evaluation revealed the presence of an open circuit, which correlates with the statement that user observed the fault light. There was no visible damage along the length of the dpu, which might indicate mishandling, which could result in damage to the internal circuitry. The unit was dissected to examine the soldered area of the wires, and everything was normal. A review of the DHR indicates no outstanding discrepancies (as units undergo 100% inspection). It was concluded that if the functionality of the system was verified prior to deployment, as indicated in the IFU, the unit would have been replaced. Additionally, the IFU clearly addresses the maximum number of detachment cycles to attempt and the removal of the system at that time (after two attempts). It is concluded that failure to follow the instructions for use resulted in the difficulty encountered and the resulting prolonged hospitalization.